Event description:
New information received notes no symptoms were reported, no programming changes were made and there were no patient consequences.

Event description:
It was reported that intermittent oversensing was observed on the right ventricular (rv) lead. The signal was sensed at 0.4mv. Programming changes to increase sensitivity settings were recommended.